Event description:
It was reported that the device was used during a laparoscopic colon resection. It was reported that the device cut the tissue, and the staples were malformed. The surgeon completed the case by hand suturing. There was no patient consequence.